Event description:
A customer reported to baxter (B)(4) regarding the vial mate reconstitution device in which a leak occurred. This was observed before patient use. There was no report of adverse event, patient involvement, patient injury, or medical intervention associated with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: two actual samples were returned to the plant for evaluation. The reported condition of "leak" was not confirmed. Visual inspection of this sample revealed that the vialmate was not activated. Visual inspection of this sample revealed that the vialmate was not activated. This vialmate was tested by activating it and simulating normal use, but no leaks were observed. Vialmate was also disassembled and no non-conformities were observed. However, the customer mentioned in the report that following finding the leak on this unit, the unit was dismantled and the rubber protector was found to be deformed around the cannula, implying that it was misplaced. Customer also mentioned that this protector was reassembled correctly and no leaks were found. The other sample was received with the rubber protector disconnected and loose in the packaging and with a vial and a viaflo also in the same packaging, however the vialmate was not connected to any of them. Additional information: a batch review was performed on the reported lot with no deviations found. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.